Event description:
Medtronic received information that approximately 7 years and 7 months following the implant of this transcatheter bioprosthetic valve ((B)(4)) the patient presented to the emergency room with exacerbation of congestive heart failure (chf) with symptoms of shortness of breath and chest pain. The patient was admitted. The following day echocardiogram showed moderate to severe aortic insufficiency (ai), moderate paravalvular leak (pvl), a dilated aortic root and severely dilated ascending aorta. Transesophageal echocardiogram (tee) the same day showed moderate to severe pvl along the entire posterior aspect of the valve and severe ai. 7 years, 7 months and 10 days following implant, a coronary artery bypass graft (CABG) was performed. The valve was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and seven months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency room with exacerbation of congestive heart failure with symptoms of shortness of breath and chest pain. The patient was admitted. The following day echocardiogram showed moderate-severe aortic insufficiency (ai), moderate paravalvular leak (pvl), a dilated aortic root and severely dilated ascending aorta. Transesophageal echocardiogram the same day showed moderate to severe pvl along the entire posterior aspect of the valve and severe ai. Seven years, seven months, and 10 days following implant, a coronary artery bypass graft was performed. The valve was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the severe aortic insufficiency was central regurgitation.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Updated d9, h3, h6 - eval code method, eval code result and eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - d15 applies to concomitant valve with sn (B)(6). Conclusion: review of the device history record (DHR) for valve with sn (B)(6) was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. All rework was approved to be executed per applicable manufacturing procedures. There was no connection between the rework and the failure reported in the complaint. No images of the implantation procedure or the implanted valve were available for medtronic review. Paravalvular leak (pvl) and regurgitation could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The leaflet deterioration, valve skirt tear, and calcification noted in the returned product analysis of the valve with sn (B)(6) were likely contributing causes. However, with the information available, a conclusive root cause could not be determined. Heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (procedure and patient comorbidities). With the information available a conclusive root cause could not be determined but the pvl and regurgitation were likely contributing causes. A number of factors could affect the creation of pannus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. The valves were explanted and replaced with a 25mm non-medtronic surgical valve. A conclusive root cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and seven months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency room with exacerbation of congestive heart failure with symptoms of shortness of breath and chest pain. The patient was admitted. The following day echocardiogram showed moderate-severe aortic insufficiency (ai), moderate paravalvular leak (pvl), a dilated aortic root and severely dilated ascending aorta. Transesophageal echocardiogram the same day showed moderate to severe pvl along the entire posterior aspect of the valve and severe ai. Seven years, seven months, and 10 days following implant, a coronary artery bypass graft was performed. The valve was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the severe aortic insufficiency was central regurgitation. Additional information was received that two medtronic valves that were implanted valve-in-valve were explanted and replaced with a 25mm non-medtronic surgical valve. In addition, an aortic root replacement was performed. Fifteen days later the patient was discharged to home. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mcs-p3-3143, serial/lot #: (B)(6), ubd: 25-jun-2015, UDI#: (B)(4) return date: 04-nov-2022. Analysis: valve (B)(6) (first valve) was received within a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets appeared tan and pliable. Friable host growth noted between leaflet 1 and the frame. Off-white pannus appeared to adhere to the outflow of leaflet 2 and the frame. Traces of host growth noted on the outflow of leaflet 3. All commissures appeared intact. All leaflets were open towards the frame wall. Adherent layer of off-white pannus noted on the outer surface of the skirt. Radiography did not reveal calcification on the valve. Valve (B)(6) (second valve implanted within the first valve) was received inside a heart valve return kit filled with clear 0.2% gl utaraldehyde solution. All leaflets appeared tan and pliable except where calcification was present. Leaflet deterioration was observed along the margin of attachment of leaflet 1 resulting in a small hole; damage possibly associated with adjacent calcification no dules. A tear on the valve skirt was noted below the margin of attachment of leaflet 2. Leaflet deterioration was noted on leaflet 2 along the margin of attachment down to the nadir; possibly associated with the observed calcification. Manufacturing sutures on both margin of attachments appeared intact. All commissures appeared intact. Leaflet 1 was in the closed position. Leaflet 2 appeared partially closed. Leaflet 3 was in a partially open position. Calcification nodules were observed on the inflow and outflow of leaflets 1 and 2. Radiography showed calcification on leaflets 1 and 2. Calcification was not revealed on leaflet 3. Conclusion: not yet available, evaluation of the product is in progress. Updated data: method and annex g codes corrected data: the previous regulatory report from this event, manufacture report # 2025587-2022-02630 follow-up #3, noted that two transcatheter valves were explanted. Valve (B)(6) was the initial valve implanted (non-active valve at time of explant of both transcatheter valves). (B)(6) was the active valve at the time of the explant of both transcatheter valves. Valve (B)(6) was an incidental explant and captured currently as a concomitant product. Manufacture report # 2025587-2014-00853 captured the valve-in-valve of (B)(6) within (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and seven months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency room with exacerbation of congestive heart failure with symptoms of shortness of breath and chest pain. The patient was admitted. The following day echocardiogram showed moderate-severe aortic insufficiency (ai), moderate paravalvular leak (pvl), a dilated aortic root and severely dilated ascending aorta. Transesophageal echocardiogram (tee) the same day showed moderate to severe pvl along the entire posterior aspect of the valve and severe ai. Seven years, seven months, and 10 days following implant, a coronary artery bypass graft was performed. The valve was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the severe aortic insufficiency was central regurgitation. Additional information was received that two medtronic valves (B)(6) that were implanted valve-in-valve were explanted and replaced with a 25mm non-medtronic surgical valve. In addition, an aortic root replacement was performed. Fifteen days later the patient was discharged to home. No adverse patient effects were reported. Additional information was received from the patient that in addition to the previously mentioned reasons, the valves were explanted because they "became loose". No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Fourth paragraph. H6. Device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.